Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were scheduled to have the ins removed today, with an appointment around 1 p.m. The patient reported experiencing bleeding at the incision site and significant itching after the procedure, which led them to visit the emergency room. On monday, the patient went to the urology center and was seen by a different doctor, who observed an eruption all over the patient¿s back. The patient expressed feeling desperate and sometimes wanting to tear the skin off their back due to the discomfort. The patient noted that their doctor was not available, so today¿s procedure will be performed by a different doctor. Additionally, the patient mentioned that they had another ins previously, but they never experienced anything like what they were experiencing now. They were unsure if these symptoms were due to their age or another reason. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.